Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was not received stuck in the manufacturing mode. Unit was programmed with correct time and date. Unit was received with operating currents within specification. Unit passed functional testing including the self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat test at 0.08695 inches. Unit was programmed with test guardian link and the glucose sensor simulator. Unit communicated properly with glucose sensor simulator and display the calibrate your sensor alarm properly after completion of the warm up. Unit displayed the programmed value properly on the display graph. Unit was also programmed with test glucose meter. Unit communicated properly and recorded the 5.5 mmol/l value properly from glucose meter. The unit sensor feature was working properly. No calibration anomalies or unexpected low suspend alarms were noted. Unit was received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. Unit was monitored for 7 days and no time anomalies were noted. Unit was received with minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high and low blood glucose events. Customer's blood glucose value was in the 11 mmol/l to 24.0 mmol/l range even after multiple infusion set and reservoir changes. Customer treated with insulin pump. Customer's blood glucose reading was 13.0 mmol/l at the time of call. Customer reported that the high blood glucose levels began on (B)(6) 2017. Troubleshooting was performed. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Customer also reported a low blood glucose of 2.8 mmol/l on (B)(6) 2017 and treated with food and no low blood glucose was performed. Customer also reported discrepancies on sensor glucose versus blood glucose readings and the insulin pump was suspended. Blood glucose reading was 13.0 mmol/l and sensor glucose reading was 3.1 mmol/l and the difference is not within the acceptable range. Customer also reported that a stuck button alarm was found in the insulin pump alarm history. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is not expected to return for analysis.